Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 70 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 584-586 mg/dl, with ketones a healthcare provided identified as life threatening. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of insulin and saline and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.